Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in a previously restenosed lesion in the mid right coronary artery with one xience v 3.5 x 28 mm stent. On (B)(6) 2011, the patient was hospitalized and underwent ischemia driven percutaneous coronary revascularization for distal edge restenosis in the target vessel, non-target lesion. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the xience v stent was used to treat restenosis in a previously implanted stent. It should be noted that the xience v instructions for use (IFU) states: the device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects after the index procedure. There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and restenosis, as listed in the IFU, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.